Event description:
A report was received that the patient underwent a lead revision procedure due to the lead protrusion. The physician implanted two new leads and the patient is doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-50 serial# (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inches stylet.

Manufacturer narrative:
Information received stated that the patient's leads were previously explanted due to protrusion. (Reference MFR report# 3006630150-2010-02070).

Event description:
A report was received that the patient underwent a lead revision procedure due to the lead protrusion. The physician implanted two new leads and the patient is doing well.